Event description:
Consumer questioning accuracy of their meter readings. Analysis run on clark error grid using mean average readings (63) as ref. Point vs. Bd readings (27, 97) yielded data points in the d range of the grid outside of acceptable limits.